Manufacturer narrative:
Pentax model ¿ec38-i10cm is not distributed in the USA, therefore 510k is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "foggy image" involving pentax model ec38-i10cm/serial (B)(4). The event was reported to have occurred prior to use. No further information was provided at the time of the report. The device was returned to pentax medical (B)(4) service center where the complaint was confirmed. The device is currently pending repairs.